Manufacturer narrative:
Date sent to the FDA: 10/25/2021.

Manufacturer narrative:
Date sent to the FDA: 4/28/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2009 during which the surgeon noted he lysed the extensive band-like adhesions to the mesh. The adhesions caused a small bowel volvulus, which was partially strangling two segments of small bowel. After extensive lysing of adhesions, the mesh was removed. It was reported that the patient experienced severe pain, nausea, chills, chronic inflammation, loss of appetite, weight loss and ongoing constipation. No additional information was provided.